Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during our testing. The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had slight corroded battery tube, minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump has a blank display. The customer stated her pump broke, changed out the battery and now has a blank display. The customer's blood glucose reading was unknown. The customer has encountered a high blood glucose event; she is unsure what her blood glucose was but knows it was high. Customer treated with syringe. The customer replaced battery and display returned, but then got a battery out limit alarm. The customer re-inserted the batteries and display did not return. The customer declined to troubleshoot for high blood glucose. The customer agreed to return insulin pump for analysis.